Event description:
Our office received a patient safety report involving a medical device, nerivio infinity, which exploded while charging. The event caused damage to the patients carpet but resulted in no injuries. Providers have been instructed not to order any nerivio devices. Event description: patient was using a nerivio infinity device for headache relief. The device exploded while charging and caused carpet burns. Manufacturer: theranica bio-electronics. Model: nerivio infinity.